Manufacturer narrative:
The rotawire was returned stuck inside the coil of the burr catheter. Visual inspection observed the sheath and coil of the burr was full of solidified blood. An attempt was made to remove the rotawire from the rotablator device and it was noted that the body was kinked and the distal tip was stretched. Dimensional inspection observed the overall length and outer diameter (od) of the proximal section were within specification; however, od of the distal tip and the middle of the device were not measured due to the device condition. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11997. Reportable based on device analysis of the related burr complaint completed on (B)(6) 2017. It was reported that blood backed up in the burr. The target lesion was located in the left anterior descending (lad) artery. A 1.25mm rotalink¿ plus and a rotawire were selected for use. During procedure, it was noted that the rotaglide stopped running through the burr. Furthermore, blood backed up into the burr and the burr failed to advance. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. However, device analysis of the related burr complaint revealed that the rotawire was unable to be removed from the burr. It was further reported that the burr became stuck on wire while inside the patient's body.